Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed prior to proper pod activation.

Manufacturer narrative:
The device was received undeployed. The data demonstrates the pod being in state 1, indicating the fill springs were not shorted. The needle could not deploy early if the device was never activated. A puncture was observed through the housing vent and reservoir. Fluid was injected through the housing vent. Corrosion was observed on several internal components. This can be attributed to the user injecting fluid through the air vent. The battery voltages measured being lower than expected. This can be attributed to the corrosion. Cracks were observed on the top and bottom housings. It could not be determined when this damage occurred.